Event description:
It was reported that the patient presented with radiculopathy, extremity pain, and motor weakness. The patient was diagnosed with kyphosis l4-s2. The patient underwent an open posterior surgery consisting of fusion l4-s2. Autologous local bone, rhbmp-2/acs, posterior instrumentation, and calcium-based bone graft substitutes were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day nrs was 0. The patient's 30-day odi was 48. The patient required placement of a percutaneous drain post-discharge.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information.

Event description:
The patient was diagnosed with back pain l4-s2. The patient underwent discectomy l4-s2 and laminotomy facetectomy l4-s2